Event description:
During an iliac crest biopsy procedure the plastic handle came off. There were two incidents with two different needles. The needle had to be pulled out with the aide of a forceps. Another injection with anesthetic needed to be given to the patient. Two batches have been supplied to the customer: it is not clear which one of the batches was involved in the incident.